Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This mitraclip report is being filed due to an atrial septal defect, requiring intervention. It was reported that on (B)(6) 2016, a steerable guide catheter (sgc) advanced in the left atrium. 2 mitraclips were implanted in a patient with functional mitral regurgitation, grade 3-4+, without a device issue, reducing the mr to 2+. During sgc removal, an atrial septal defect (asd) was noted, treated with an asd closure device. There was no device malfunction. The event resolved without sequela. On (B)(6) 2016, the patient was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. The reported patient effect of atrial septal defect (atrial perforation), as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of atrial perforation (asd) appears to be related to procedural conditions, as the steerable guide catheter (sgc) crosses the septum in order to be positioned in the left atrium and there is no indication of a product quality issue with respect to manufacture, design or labeling.